Event description:
The customer reported they were unable to calibrate the abbott axsym rubella igg assay and obtained error code 1018 (cal check failure, cal a result too high), however, were able to calibrate all other assays without issue. Another tech was able to obtain a successful calibration on the second attempt. The abbott customer technical advocate (cta) reviewed the customer's troubleshooting procedures and instrument message history and requested the customer change and recalibrate sample probe. The customer reported after changing the probe, attempts to recalibrate were unsuccessful. The cta sent new rubella reagents and calibrators to the customer. Recalibration with new reagents was unsuccessful and the customer requested service for the instrument to resolve the issue. After the abbott field service representative (fsr) replaced broken parts and performed all system checks and alignments, the fsr recommended further investigation of the issue. The reagents and calibrators were returned for investigation by abbott. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is ongoing. A final report will be submitted when the investigation is complete.